Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the report of the broken case. Further testing found the battery drawer, ring, and lower case were contaminated, and the battery flex and heart lead flex were corroded. (B)(4).

Event description:
It was reported the external pulse generator (epg) was dropped, and the case was broken. The epg was returned for repair. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.